Event description:
It was reported that the user performed a full supply change but did not rewind before inserting the cartridge, had to force the cartridge into the pump, and subsequently experienced persistent high blood glucose; later a bent teflon cannula was confirmed during a site change and insulin delivery resumed with guidance. Symptoms included hyperglycemia with reported peak around 328 mg/dl and subsequent values in the 200¿300 mg/dl range. Outcomes included no health consequences or impact reported. Investigation included communication with the user and analysis of information provided by the user, including review of pump reports and on-call troubleshooting of supplies, tubing, and site. Investigation of this case revealed no device problem found, while a usage problem was identified that involved improper or incorrect procedure or method during cartridge insertion and a bent cannula; the relevant component referenced was the plunger during the rewind and cartridge seating process. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.